Manufacturer narrative:
Concomitant medical products: model: ddbc3d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) phoned into technical services regarding a patient's implantable cardioverter defibrillator (ICD) and right atrial (ra) lead that appeared to show oversensing related to 60hz external electromagnetic interference (emi). The ICD had mis-detected the emi as an atrial tachycardia (at) / atrial fibrillation (af) monitored event. Both the device and lead remain in use. No patient complications have been reported as a result of this event.